Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to loss of capture. The cardiac resynchronization therapy pacemaker was had been programmed to give therapy only in the right ventricle. Reportedly, the patient suffered some muscle stimulation during the explant procedure due to electrocautery protection mode. This lv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of loss of capture.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to loss of capture. The cardiac resynchronization therapy pacemaker was had been programmed to give therapy only in the right ventricle. Reportedly, the patient suffered some muscle stimulation during the explant procedure due to electrocautery protection mode. This lv lead was returned for analysis and no additional adverse patient effects were reported.